Manufacturer narrative:
The site was contacted to obtain additional information. The customer was unable to provide further information. The instrument was returned, no information was provided. Failure analysis evaluated the instrument and found that the grip cable was broken at the distal idlers. The pitch cable was frayed at the distal idler. No damage was found on the pulley and clevis. The idler pulley spun freely and was undamaged. The cable segment stuck out at the wrist. The other cables at wrist were undamaged. Failure analysis also observed that there were scratches on the surface of the distal pulley. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
The mega suturecut needle driver instrument was returned, no further information was provided.